Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The reported event of ipg eri was confirmed. A review of the ipg logs showed that the first elective replacement indication (eri) was declared on 9-july-2025 during a session. This alert will only be logged one time and will occur during a session with a clinician programmer or patient controller when the ipg battery voltage is at or below 2.7v +/- 30mv at the time of the session. The ipg had not logged the end of life (eol) timestamp at the time of explant. The ipg had normal battery depletion.